Event description:
Cuff on custom trach found to be defective after finding patient with large audible air leak around trach. Trach changed and new back-up trach was ordered. Manufacturer response (as per reporter) for trach, bivona flextend 4.0have not received a response yet. This is a custom made trach - new trach was ordered and delivered.